Manufacturer narrative:
(B)(4). The customer reported that the device failed opcheck for the therapy cable. There was no report of pt impact or involvement. The device was not evaluated by philips. The customer replaced the therapy cable to resolve the issue.

Event description:
The customer reported that the device failed opcheck for the therapy cable.